Event description:
During a follow-up in clinic, episodes of oversensing were noted on the right atrial (ra) and right ventricular (rv) lead. The suspected root cause was lead damage, however, diagnostic imaging was not performed to confirm. No intervention was performed at this time. The patient was stable. Related manufacturer report number: 2017865-2021-39387